Manufacturer narrative:
Submit date: 10/8/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states: during injection of xeplion 150mg, leakage of product was observed between the syringe and the needle (needle with grey hub). According to the nurse, patient received a small volume of xeplion before she noticed the leak. She immediately stopped the injection, retrieved a new syringe from the pharmacy and performed the new injection.